Event description:
It was reported that an unspecified number of syringe 0.3ml 30g 8mm 10bag 500 EU experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: scale is not correct.

Manufacturer narrative:
H.6. Investigation: customer returned (235) loose 3/10cc, 8mm, 30g syringes in shelf cartons from lot # 7121518. Customer states that the scale is not correct. Thirty out of 235 returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. No defects were observed on the scale markings on any of the tested samples. A review of the device history record was completed for batch# 7121518. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200697758, 200692715] noted that did not pertain to the complaint. There were two (2) notifications [200693049, 200693112] noted for cracked barrel. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3 ml 30g 8 mm 10bag 500 EU experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: scale is not correct.